Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that he woke up to find the insulin pump's battery and battery cap next to him in bed. He observed cracks at the battery chamber. The customer did not know the blood glucose reading. He stated that there was also damage to the battery cap's threads. He did not know how the damage had occurred. He also noted that a piece fell out from the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.